Event description:
According to the reporter: for the fifth firing for gastroenterostomy, the surgeon clamped the tissue and tried to fire the device, however the handle ran idle. Then the surgeon clamped the tissue again, pushed the green button and tried to fire the device, however could not. A broken piece was fallen to the cavity and retrieved. Xray was performed. The procedure was completed with another device. The surgical time was extended by more than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of three reloads. Visual inspection of the first returned product noted that the first reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The second and third returned reloads were fully fired. Functionally the first reload was loaded into a post market vigilance instrument, the interlock was overridden, and the first reload was applied to test media with proper staple placement and media transection. The second and third reload were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.